Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/07/2016. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the procedure was it a hernia repair? A. Type of hernia repair (ventral, inguinal)? B. Open or laparoscopic? Lot number 382503501 is not valid please provide valid lot number? It was reported that during the procedure the device was firing but not purchasing tissue and rush. Not tacking properly. Are you saying that the straps were not adhering to the mesh and tissue? How was the procedure completed? Any patient consequences?

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) "216" and absorbable straps were used. During the procedure, the device was firing but not purchasing tissue and rush. Straps were not tacking properly. Additional information has been requested.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. A close inspection was conducted on the returned device and no visual damages were noted. The provided device was activated manually. Straps were delivered properly. The device trigger was locked as normal process. After testing the device was disassembled to conduct a deep inspection and the ratchet pawl was found excessive wear and tear.